Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of large left posterior communicating artery aneurysm, this coil detached prematurely inside the catheter. It was reported that physician experienced friction and difficulty with advancing the coil through the microcatheter. The coil got detached from the pushwire prior to the coil leaving the tip of microcatheter. The physician decided to remove the microcatheter along with the coil still inside the microcatheter. New coil and microcatheter were used and procedure completed successfully. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. However, after analysis of the returned device the clinical observation could not be confirmed. As received, the implant coil was stretched but still attached to the pushwire within microcatheter. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at the proximal end and extending out from the rotating hemostatic valve (rhv). All other subassemblies appeared to be normal and no other anomalies were observed. It is likely that the implant coil became stretched due to the movement of the coil against the reported resistance. All devices are 100% inspected for damages and irregularities during manufacture.